Manufacturer narrative:
The insulin pump was received with partial display due to faulty lcd driver. The insulin passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The insulin pump had cracked lcd window, cracked case at the display window corners, broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was fading and can barely see the screen. The customer's blood glucose was 67 mg/dl at the time of incident. The customer's blood glucose was 131 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.